Event description:
On (B)(6) 2009, patient reported that his nurse alleged that the menu and check buttons did not work on the patient's infusion device. Patient stated that he reported concern to company representative on (B)(6) 2009 or (B)(6) 2009. Verified that the beep volume was set at maximum. Had patient place infusion device in run mode and tested the arrow buttons by starting a quick bolus. Patient reported both up and down arrow buttons passed the test. He stated, he had to press the menu button hard to get it to respond. Patient reported, the check button responded with normal pressure. Patient reported, he is still being trained on the infusion device and had not started using it. Patient stated, he will continue to use "flexible insulin therapy". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.